Event description:
On (B)(6) 2012, the reporter contacted animas (anm) on behalf of her son (the patient), alleging that the pump's basal history was inaccurate. In addition, the reporter claimed that the patient had elevated blood glucose (bg) levels during the time of concern. The reporter indicated for the previous two nights her son's bg levels had been running in the "300-450 mg/dl" range with very slight/small ketones. She denied that the patient had symptoms of nausea, vomiting, or shortness of breath. The patient's normal bg range is between 160-200 mg/dl. While reviewing the pump's basal history, she noticed 0 units were delivered between "12:00-4:00 am" on the days when her son's bg levels were higher than normal. On (B)(6) 2012, a basal rate change of ".300" was recorded at 2:48 am. However, the reporter claimed that an actual and expected basal rate change of ".325" occurred at 4:00 am. Through troubleshooting, no associated alarms were found in the pump's alarm history. The reporter confirmed bolus deliveries. The tdd was reportedly accurate. The pump's history revealed that the device was suspended during two days in question. On (B)(6) 2012, at 3:57 am, a basal delivery recording of "0 units" was observed. Another "0 unit" basal delivery recording was observed on (B)(6) 2012, at 12:15 am. The anm representative involved in this contact informed the reporter that "0 units" basal deliveries can happen during a cartridge or battery change, a suspend, an alarm occurs, when basal segments are set to "0", when the basal edit screen is accessed, when the prime menu is accessed, and during a loss of prime warning. The pump's prime history was noted as being ok. The reporter denied that the device was exposed to an x-ray or MRI. The patient's site was checked and the cannula was not bent. The pump was replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that the pump's basal delivery was inaccurate. However, there is no evidence that the device contributed to a serious injury. The reporter did not report any symptoms, treatment, and bg values that meet anm's criteria for a serious injury.

Manufacturer narrative:
The pump has been returned to animas for evaluation. The evaluation of the product has not been completed; therefore, no conclusions can be drawn at this time. Once the evaluation is completed, a supplemental report will be filed.

Manufacturer narrative:
(B)(4): review of the black box revealed on (B)(4) 2012, the basal rate was programmed from 9:30am to 12:30 pm. The pump was exercised for 24 hours on a 1 unit per hour basal rate; the basal rate remained the same for the entire 24 hour period and no 0.00 basal rates were recorded in the history. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately.